Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the u.s.

Event description:
It was reported that after spinning the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, the gel did not move to separate the blood from the plasma.